Event description:
Reporter indicated that pt had experienced drop seizures which pt never had before vns implant. It was reported that treating neurologist increased device pulse width and decreased normal mode output current as well as increased the pt's medications (klonopin and zonegran). The pt's overall health condition is not worsening and there were reportedly no environmental stimuli that could have caused the change in seizure type. There had reportedly been no recent changes in device settings prior to the change in seizure type. Device diagnostic testing was within normal limits, indicating proper device function. The pt is reportedly seizure-free following parameter and medication adjustments.